Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle lite meter and freestyle strips was reviewed, and the dhrs showed the freestyle lite meter and freestyle strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
The customer reported being unable to test his blood glucose due to an errc-4 on the display of his adc blood glucose meter. The customer further reported that in ¿(B)(6) 2020¿, he started experiencing symptoms described as ¿severe dehydration, frequent urination, and weakness¿ and was unable to self-treat. The customer self-presented at an ER, where he was hospitalized on (B)(6) 2020 and discharged on the evening of (B)(6) 2020. The customer was diagnosed with hyperglycemia and administered ¿under 25 units of lantus every couple of hours", (insulin) drip, and 6 bags of IV fluid. There was no report of death or permanent impairment associated with this event.